Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to e-0/e-5 error messages. Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 08-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-5 and e-0). Wife is calling on behalf of the customer. The customer feels well and did not report any symptoms. Due to the error messages, customer had contacted the doctor on (B)(6) 2022 and had an appointment made for (B)(6) 2022. Customer's blood glucose test result while at the doctor's using their meter had been 130mg/dl am fasting; a blood test was performed using the true metrix air meter and produced result of e-0. Doctor recommended customer contact manufacturer; no changes were made to his medical treatment plan. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the family room. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is one week ago.

Manufacturer narrative:
Sections with additional information as of 29-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10:meter and test strips were returned. Defect found on returned meter - e-0 with lab control (rev 5). Reported defect not reproduced on returned strips. Product evaluation has been completed. Returned product was forwarded to r&d meter for root-cause. R&d investigation has been completed and root cause selected. Defect associated with scar-22-009. Retention strip lot tested within specifications root cause: rc-003: other root cause: root cause under investigation per scar-22-009 for the e-0/e-2 scenarios.